Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hyperglycemic event and a permanent out of range signal on (B)(6) 2014 .

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hyperglycemic event and low transmitter battery on (B)(6) 2014 . Patient claimed that during the hyperglycemic event they experienced ketoacidosis, dehydration, and vomiting. Patient admitted herself to the hospital on (B)(6) 2014 and was administered IV fluids and insulin. At the time of contact with dexcom technical support, patient was feeling better, and no further medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). Outcomes attributed to adverse event- hospitalization- initial or prolonged. Type of reportable event- serious injury.

Manufacturer narrative:
(B)(4).